Event description:
A report was received that the patient is having difficulty charging, and the ipg is depleting quickly. A bsn representative analyzed the ipg database and confirmed premature battery depletion. An ipg replacement has been recommended to the patient.

Event description:
A report was received that the patient is having difficulty charging, and the ipg is depleting quickly. A bsn representative analyzed the ipg database and confirmed premature battery depletion. An ipg replacement has been recommended to the patient.

Manufacturer narrative:
Additional information indicates that the patient underwent an ipg replacement procedure. The patient is getting great coverage and is reportedly doing well. Device analysis confirmed the complaint. The ipg passed electrical, and photographic imaging tests performed. The ipg exhibited excessive battery depletion due to high current leakage. The device characteristics had been changed prior to the implant. The source of leakage was found to be either analog or digital ic. Troubleshooting to specific component level is impossible since both analog/digital ics are covered in the epoxy resin top.